Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: two vapr tripolar 90 suction elect were returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of devices received by customer. Upon visual inspection of the devices, neither device was returned in the original packaging. The active tips are in a used condition with visible debris around the active tip. Residue visible in suction tube of devices. Finally, the shaft of the devices is in good condition and not deformed in any way. Two ts90 devices were returned for investigation, and both successfully passed the electrical and functional tests without issue. A DHR review has been performed for the complaint device lot number and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. The customer report stated ¿when the electrode was used, error code 26 was displayed on the generator. Two ts90 devices were returned for investigation, and both successfully passed the electrical and functional tests without issue. Therefore, the claim could not be substantiated. The error code (26) that was documented by the customer is only a partial error code and therefore makes it difficult to establish the exact issue the customer experienced. Error code 26 can cover rs232 monitor tx queue overflow, energy signal stuck low, front panel volume up stuck or wireless foot pedal cut stuck. From our investigation we are unable to replicate the reported customer issue that error code ¿26¿ displays on the generator. Both the complaint devices were found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned electrodes. It may be possible that there was a fault elsewhere in the electrosurgical system which may explain the problem experienced by the end user, however based on the incomplete error code advised this cannot be confirmed without more detailed information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan that during service and repair, it was determined that the vapr tripolar 90 suction elect device had an error code 26 on the generator. It was also reported that when the electrode was used it smelled different from the smell of burning human tissue. During an in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning. There was no procedure involved in the event. No additional information was provided.